Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively established. The patient remains ongoing on the device. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was unable to be weaned off inotropes within 1 week post lvad implantation. Patient exhibited signs of volume overload and had an increased central venous pressure (cvp). The patient was given dobutamine, epinephrine and lasix. Echocardiogram on (B)(6) 2017 showed severely depressed right ventricular function. Norvasc was switched to hydralazine due to suspicions that this may have been contributing to the lower extremity edema. Echocardiogram showed continued severely depressed right ventricular function and enlargement. The patient reportedly continued to receive IV dobutamine and IV lasix. The patient's lvad speed was decreased to assist with rv function. Right atrial pressure was elevated. The patient was discharged home with orders to continue dobutamine and start bumex. Creatinine has worsened during admission, potentially due to aggressive diuresis and improved prior to discharge.